Event description:
A customer reported obtaining a reading of 243 mg/dl on her freestyle flash blood glucose meter, taking a shot of insulin, becoming incoherent and drowsy and then losing consciousness. When she woke up, she was reportedly being assisted by paramedics who treated her with an intravenous solution of vitamin b1 or b12. The paramedics also took a reported blood glucose reading of 43 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.